Manufacturer narrative:
Analysis of the cart 9733858 s7 assembled staff 220v (serial #: (B)(4)) found insufficient information, as it passed the work order. Product event summary #axiem fault - current limit. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system event having occurred prior to a catheter placement. It was reported that while using synergy cranial 2.2.6, the localizer was not connected. Opening the tracking details showed fault - current limit on the axiem box and fault - low drive current on the emitter itself. Case proceeded by using optical navigation.